Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation, balloon pinhole rupture occurred. Pre-dilatation was performed with a different balloon catheter. The stent was placed and the procedure was completed. No patient complications nor injuries reported.